Event description:
Pt had spinal fixation with rod placed onto his spine on (B)(6) 2018. Subsequent x-ray show displaced blocker etc. On (B)(6) 2018, pt has removal of old device and replacement with same model of implantation(s). Pt is (B)(6) years old.